Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure was found to be located in a walled and right essure was found in the myometrium') in an adult female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure migration /essure was found in the myometrium"). The patient was treated with surgery (diagnostic laparoscopy, robotic-assisted total lap hyst, bil.salpingec, partial right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: trailing intrauterine coils: left: 3 coils, right: 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure was found to be located in a walled and right essure was found in the myometrium') in an adult female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure migration /essure was found in the myometrium"). The patient was treated with surgery (diagnostic laparoscopy, robotic-assisted total lap hyst, bil.salpingec, partial right oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: trailing intrauterine coils: left: 3 coils, right: 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: embedded device. Batch no c59246 , production date 2014-05-21 , expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.